Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unspecified laboratory method. The result from the meter was 6.3 inr. The result from the laboratory was 4.3 inr. The customer's coumadin dose was lowered based on the laboratory result. The customer's therapeutic range is 2.5 - 3. 0 inr. No adverse event occurred. The customer is ok. The customer does not have antiphospholipid antibodies but does have lupus and anemia. The customer has bronchitis and is on steroids and antibiotics. The customer is not experiencing any bruising. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.